Event description:
It was reported that the device's defibrillation energy level was off. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control recommended customer to verify the testing meter, and to replace the device's main pcb if the energy output was off. The customer later confirmed that the defibrillation energy was out of calibration, but will retire the device due to the cost of the repair and the age of the unit. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.